Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. At the course of the procedure, the device was put into the lad when the physician pressured the cutting balloon to 12 bar, and it ruptured. The device was removed smoothly. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).